Event description:
Customer states that in 2006, the pt was using trapeze on single post traction set-up to lift himself off bed pan. As he was lifting himself up the clamp on the bed allegedly broke. Pt fell back on the bed pan, injuring his back.

Manufacturer narrative:
Tried to contact account on two occassions to obtain the device and add'l info. Hosp did not respond.